Event description:
A patient's hip was revised due to pain, elevated chromium levels, and trunnion residue. A 36mm head and liner were revised to a ceramic head with sleeve, and a new liner.

Manufacturer narrative:
An revision surgery regarding wear involving accolade stem mated with a metal head was reported. The event was confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows the stem with some black residue that appears to be wear residue. From the photographs provided there is evidence of wear for the reported device. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: the reported device was not returned however photographs were provided for review. The photographs shows the stem trunnion with some black residue that appears to be wear residue. From the photographs provided there is evidence of wear for the reported device. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient's hip was revised due to pain, elevated chromium levels, and trunnion residue. A 36mm head and liner were revised to a ceramic head with sleeve, and a new liner.